Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported depleted alarm was evidenced in the event history log (ehl). The error was also reproduced during power up. The reported product problem was therefore confirmed. The issue occurred because of an issue with the power supply board. The board was not supplying sufficient voltage to charge the main battery pack. The voltage readings were fluctuating between 7.8 vdc to 11.5 vdc without a load. The problem source of the reported product problem was unknown. A root cause was not established. The power supply board was replaced to correct the issue.

Event description:
It was reported that the medfusion pump exhibited a depleted alarm message. No patient injury or complications were reported in relation to this event.